Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect monitor board was returned. The reported malfunction was observed and attributed to the monitor board. The monitor board was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.